Event description:
According to the report the patient fell whilst at school and hit his head so hard that he had concussion. The patient reported that since then his impression of sound has become worse. In may 2003, testing carried out by med-el showed that everything was within normal limits and that there were no signs of damage to the implant. However with time the patient's impression of sound became worse and worse until finally the patient no longer used his speech processor. The parents have not been in contact with med-el, as the patient has a hearing aid for the contralateral ear with which he gets by. In february 2006, the patient was seen by his surgeon as it is necessary for him to have an MRI of his hand and needed to know if this was contra-indicated. Testing carried out on his implant at this time showed that the device has malfunctioned.